Manufacturer narrative:
On 9/5/2019, the biosense webster inc. Product analysis lab received the device for evaluation. Upon receipt, no damage or anomalies were observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. No code available was added to represent the required surgical intervention. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient in their ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation/mapping phase, (unknown where the perforation happed during actual ablation or if it occurred while manipulating the ablation catheter), there was a drop-in blood patient¿s pressure. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 780 ml of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. The patient was transferred to the intensive care unit (ICU) and stayed overnight. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it occurred due to an anatomical issue. The patient did not attribute the causality of the event to the biosense webster inc. (Bwi) catheter. Transseptal puncture was performed with a bard baylis transseptal needle. There was no evidence of steam pop during the ablation. The irrigation was set at 2cc while idle, 8cc while applying <30w, and 15c while applying >30w. No error messages were observed on any bwi equipment. The force visualization features used during the procedure were graph, dashboard, vector, and visitag. The parameters for stability used with the visitag module were 1.5 mm @ 6 seconds, force over time (200-400), and tag size: 2 mm. The additional filter used with the visitag module was 40% >5gs of contact force. The color option used prospectively was force time interval.

Manufacturer narrative:
It was reported that a male patient in their late seventies (200 lb) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During an internal review, it was noticed that the product return status was erroneously reported. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).